Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: complaint could not be confirmed. There were no irregular bolus requests. Basal rate were slightly adjusted down over the two weeks. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause blood glucose (bg) levels to drop. User may need to talk to healthcare provider (hcp) regarding basal rate settings. There is no indication that a malfunction or failure occurred.

Event description:
It was reported that the customer had experienced ongoing low blood glucose (bg) levels. The contact declined to troubleshoot to troubleshoot or provide additional information. Reportedly, the customer would administer manual injections based on a sliding scale as alternate insulin therapy.